Manufacturer narrative:
No button error alarm was noted. The escape button was unresponsive due to corroded keypad traces. No moisture damage was noted on the electronics. No battery out limit alarm could be verified due to the unresponsive keypad. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 140 mg/dl. The customer stated the insulin pump was damp and the alarm occurred after replacing the battery. It was also found a battery out limit alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.